Event description:
The customer reported, the system displayed several error code messages. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The table generator interface was replaced and the cables that innervate it were reseated. The system was then found to be operating as intended.